Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause:insufficient information. Source: phone.

Event description:
Customer reporting 1 false negative, symptomatic sars result that they obtained at local clinic. Customer communicated the result was confirmed positive by pcr but did not have any further information.